Event description:
It was reported that the patient underwent an initial reverse total shoulder arthroplasty. Subsequently, it was reported that the patient's replacement deteriorated. As a result, the patient is scheduled for a shoulder revision on a future date. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-30-12 - eq preserve stem 12mm: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev tor defining screw kit: (B)(6). 320-20-22 - eq rev com scr lck cap kit, 4.5 x 22mm: (B)(6). 320-20-30 - eq rev com scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-31-40 - glenosphere, 40mm: (B)(6). 320-35-08 - sm sup/post augglenoid plate,right: (B)(6). 320-40-03 - 145-deg pe 40mm hum liner +2.5: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.